Event description:
It was reported that the patient presented to the emergency department for an unknown reason. The patient's implantable cardioverter defibrillator (ICD) was explanted. Additional information was unavailable.